Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode and the clinic requested review of the device data. Technical services (ts) discussed there is an out of range pacing impedance measurement greater than 3000 ohms that triggered the sam event and automatically disabled the minute ventilation (mv) sensor. Ts also discussed there is noise oversensing on the right ventricular (rv) and shock channels, however, this did not trigger any therapy. In addition, it was discussed that the trends show all values within normal range apart from one out of range shock impedance measurement that might also be related to environmental changes or electromagnetic interference (emi). It was recommended to find out what the patient was doing at the time of the episode if possible, as the event is approximately one year old. Further troubleshooting options were provided. The patient is expected to be scheduled for an in-clinic visit. The patient was seen in the hospital and it was confirmed that the patient had an ablation procedure at the time of the sam episode was recorded. The ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode and the clinic requested review of the device data. Technical services (ts) discussed there is an out of range pacing impedance measurement greater than 3000 ohms that triggered the sam event and automatically disabled the minute ventilation (mv) sensor. Ts also discussed there is noise oversensing on the right ventricular (rv) and shock channels, however, this did not trigger any therapy. In addition, it was discussed that the trends show all values within normal range apart from one out of range shock impedance measurement that might also be related to environmental changes or electromagnetic interference (emi). It was recommended to find out what the patient was doing at the time of the episode if possible, as the event is approximately one year old. Further troubleshooting options were provided. The patient is expected to be scheduled for an in-clinic visit. The ICD remains in service. No adverse patient effects were reported.